Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter addr 1, initial reporter zip, initial reporter facility name. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pcu had error 800.8000 was confirmed and replicated during laboratory testing. The issue is being attributed to a defective capacitor on the pcu power supply board. The event date was reported as 07 october 2025; time was not reported. The error log showed the error code 800.8000 recorded on 07 october 2025 at 11:52 am as well as the software fault 255-202-2. The error code 800.8000 indicates a software fault. Event log review revealed the error occurred during an optimal battery conditioning test. The suspect device was tested performing the battery conditioning test through maintenance mode. This test allows the pcu software to determine the capacity of the battery installed in the device. The test was performed on the ¿as-received¿ device and the error code 255-202-2 (800.8000 general os failure) was replicated. The failure to complete battery conditioning was identified in the battery conditioning failure investigation report (dir 10000410056) and was related to a defective 220¿f filter capacitor (c20) on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. The power supply board on the received device was temporarily replaced with a known good dchu board for testing purposes only and the battery conditioning test was performed again, and the test passed successfully. The results showed the old capacity as 3400mah (milliampere-hour) and the new capacity as 3854mah. The capacity was noted between 3700mah and 3999mah which is within specification. Root cause: the probable root cause of the report that the device had error 800.8000 is being attributed to a defective 220 f capacitor (c20) in the pcu power supply board. Note that this report lists imdrf annex a040502, a1104, g02017, g0200802, c0503, c10, d08, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pcu have channel error 800.8000. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: describe event or problem. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pcu had error 800.8000 was confirmed and replicated during laboratory testing. The issue is being attributed to a defective capacitor on the pcu power supply board. The event date was reported as 07 october 2025; time was not reported. The error log showed the error code 800.8000 recorded on (B)(6) 2025 at 11:52 am as well as the software fault 255-202-2. The error code 800.8000 indicates a software fault. Event log review revealed the error occurred during an optimal battery conditioning test. The suspect device was tested performing the battery conditioning test through maintenance mode. This test allows the pcu software to determine the capacity of the battery installed in the device. The test was performed on the ¿as-received¿ device and the error code 255-202-2 (800.8000 general os failure) was replicated. The failure to complete battery conditioning was identified in the battery conditioning failure investigation report (B)(4) and was related to a defective 220 microfarads filter capacitor (c20) on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. The power supply board on the received device was temporarily replaced with a known good dchu board for testing purposes only and the battery conditioning test was performed again, and the test passed successfully. The results showed the old capacity as 3400mah (milliampere-hour) and the new capacity as 3854mah. The capacity was noted between 3700mah and 3999mah which is within specification. Root cause: the probable root cause of the report that the device had error 800.8000 is being attributed to a defective 220 microfarads capacitor (c20) in the pcu power supply board. Note that this report lists imdrf annex a040502, g02017, c0503, d08, d15, a1104, g0200802, c10 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer the pcu displayed channel error 800.8000. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pcu have channel error 800.8000. There was patient involvement, but no harm.